Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue first occurred at "the beginning of (B)(6) 2015" and that he obtained a result of "420mg/dl" on the subject meter. It is unknown what medication the patient takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the meter issue; however, stated that on (B)(6) 2015 he was admitted to an emergency room (ER) where he was treated with glucose tablets/gel. The patient stated that he had a blood glucose test done on a lab device but could not specify when, or the results obtained. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.